Event description:
It was reported that the pacemaker showed noise on the electrogram (egm). Boston scientific technical services (ts) was contacted, and ts explained the noise appeared to be due to a lead connection issue and had been present since the last pacemaker change. Ts also noted undersensing. They plan to bring the patient in for further testing. The pacemaker and non-boston scientific leads remain in service. No adverse patient effects were reported. Additional information was received indicating intermittent artifact noise on the egm had continued. It was also noted fine atrial fibrillation (af) was being undersensed and the device would continue pacing through af episodes. No adverse patient effects were reported.

Event description:
It was reported that the pacemaker showed noise on the electrogram. Boston scientific technical services (ts) was contacted, and ts explained the noise appeared to be due to a lead connection issue and had been present since the last pacemaker change. Ts also noted undersensing. They plan to bring the patient in for further testing. The pacemaker and non-boston scientific leads remain in service. No adverse patient effects were reported.